Event description:
The catheter was zeroed prior to insertion. However, once in contact with the patient, and connected to the luer lock, it was reported that the catheter did not give an icp reading.